Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient presented with claudication and a routine CT follow up showed an occlusion at the left contralateral limb (kink) right at the gate area. The physician stated that the occlusion was due to remodeling of the aneurysm and the small terminal aorta. The physician used another manufacturer¿s catheter and implanted another manufacturer¿s stents within the endurant stent graft on the left side. Another manufacturer¿s stent was also placed in the ipsilateral side in kissing fashion. The final angiogram showed good results and the occlusion was resolved. No additional clinical sequelae were reported and the patient is fine. A review of several returned still images show that the contra limb is occluded beginning within the bifurcate gate. There is slight compression seen at the gate. An image post-stent implant shows that flow has been restored; the gate appears to have been opened significantly. Distal to the left limb the iliac shows tortuosity and stenosis.

Manufacturer narrative:
(B)(4). Method: still images. Results: occlusion, claudication. Anatomy related; small distal aorta and morphology changes. Conclusion: occlusion, claudication. Anatomy related; small distal aorta and morphology changes.